Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment : this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods. This event, seen as menorrhagia, is serious due required intervention and listed in the reference safety information for essure. Genital bleeding and menses pattern changes are frequent in women with essure in place. Thus, considering implied temporal relationship and event's nature, causality with essure use cannot be excluded. Other non-serious events were informed. Since an intervention was required (tubes removal and hysterectomy) this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (# FDA-2014-n-0736-1002, awareness date 29-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure(fallopian tube occlusion insert) inserted in 2010. Consumer experienced fatigue, heavy periods, migraines, joint pains and chronic hemorrhoids. In 2014 she had her tubes removed and in 2015 she had a full hysterectomy performed. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods. This event, seen as menorrhagia, is serious due required intervention and listed in the reference safety information for essure. Genital bleeding and menses pattern changes are frequent in women with essure in place. Thus, considering implied temporal relationship and event's nature, causality with essure use cannot be excluded. Other non-serious events were informed. Since an intervention was required (tubes removal and hysterectomy) this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.